Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A customer reported that irrigation did not come out during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and no obvious defects were found. The sample was tested on a calibrated console and the sample failed to prime generating system message. The system message was a result of air introduction into the infusion manifold during the priming sequence. The air infusion white connector on the manifold was removed and the sample was then able to prime, tune, and pass intraocular pressure calibration successfully. The most likely root cause of the customer's complaint is related to an error in the cassette assembly process. The part surfaces are melted by contact with a heated plate and then brought together to form the final assembly. If the contact surfaces are not fully welded together at all points during the hot plate sealing process, it can result in a weaker weld. Downstream of the hot plate welder process, each final cassette assembly is screened tested at the leak and flow station to ensure each cassette meets specifications prior to the lot¿s release. Action will not be taken for this occurrence. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).